Event description:
During routine testing of the device at the svc ctr, the quality technician observed stress cracks in one corner of the 6" roller pump lower housing. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.